Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50pc. Lot in january of 2015. Evaluation of the returned instrument as received shows that the pivot pin is popped and the tube is bent and jaws are loose and misaligned to each other thus we are able to validate the alleged complaint. Further evaluation revealed that the tips of the jaws have been damaged or dropped since there is a flat spot on both jaw tips. As returned, this instrument is unusable as an applier. All instruments were 100% visually inspected and tested at the tecomet, inc. Kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the jaw pivot pin to be popped and loose and misaligned and damaged on the tips, but mishandling at the other remarks: customers facility is highly suspected. No corrective action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
Some clips failed to clip during a surgical procedure. During cleaning inspection of the applier showed that it was our of alignment. There was not patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Some clips failed to clip during a surgical procedure. During cleaning inspection of the applier showed that it was our of alignment. There was not patient injury.